Event description:
It was reported that the patient complained of chest and stomach pain, and the right ventricular (rv) lead exhibited high thresholds and intermittent capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.